Event description:
Information received indicates the head panel is not lowering.

Manufacturer narrative:
The technician isolated the issue to the head section gas springs. He replaced the gas springs to repair the stretcher.